Event description:
It was reported that an atrial arrhythmia burden alert was triggered and presenting electrocardiograms showed oversensing when it comes this right atrial (ra) lead. Stored atrial tachy response (atr) episodes showed a true atrial arrhythmia. It was noted that if this was clinically appropriate programming atrial fibrillation (af) alert off should be considered to reduce unnecessary atrial burden. Additional information noted that the patient was asymptomatic to their atrial flutter and atrial tachy response (atr) alerts were turned off. No adverse patient effects were reported. The lead remains implanted.

Event description:
It was reported that an atrial arrhythmia burden alert was triggered and presenting electrocardiograms showed oversensing when it comes this right atrial (ra) lead. Stored atrial tachy response (atr) episodes showed a true atrial arrhythmia. It was noted that if this was clinically appropriate programming atrial fibrillation (af) alert off should be considered to reduce unnecessary atrial burden. No adverse patient effects were reported. The lead remains implanted.

Event description:
It was reported that an atrial arrhythmia burden alert was triggered and presenting electrocardiograms showed oversensing when it comes this right atrial (ra) lead. Stored atrial tachy response (atr) episodes showed a true atrial arrhythmia. It was noted that if this was clinically appropriate programming atrial fibrillation (af) alert off should be considered to reduce unnecessary atrial burden. No adverse patient effects were reported. The lead remains implanted.